Manufacturer narrative:
(B)(4). The device was not returned for analysis and there was no reported device malfunction. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. The reported patient effects of death, endocarditis, sepsis and shock, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Based on the information provided, the reported sepsis, shock and death appear to be related to the procedural conditions. A definitive cause for the endocarditis cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The mitraclip remained in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip referenced is filed under a separate medwatch report number.

Event description:
This report is filed for death due to septic shock. It was reported that on (B)(6) 2018, the patient presented with degenerative mitral regurgitation (mr) grade 4+, anterior leaflet prolapse, posterior leaflet flail, and mitral annular calcification. Two mitraclips (cds0502/ 0420u140 and cds0502/80306u202) were implanted without a device issue, reducing the mr to 0. On (B)(6) 2018, a follow-up echocardiogram was performed and mr grade 1+ was noted. Per physician, there was no device issue. On (B)(6) 2019, the patient had been receiving dialysis. There was lower limb ischemia due to an infection. The site of infection was considered either the dialysis shunt or infective endocarditis as mitral valve vegetation was noted. The patient went into septic shock. Medications and a blood transfusion were provided; however, on (B)(6) 2019, the patient expired. Per physician, the event was possibly related to the device. No additional information was provided regarding this issue.